Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper flanks (bra roll (back)) and lower flanks on (B)(6) 2016 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph)6 months after treatment on (B)(6) 2016. Diagnosed on (B)(6) 2017 to the flanks. Pah described as increased adipose to bilateral upper posterior flanks and bilateral lower posterior flanks after coolsculpting. Both upper and lower posterior flanks feel firm and have increased adipose tissue. The adipose feels more firm than the surrounding tissue and it is in the shape of the applicator.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper flanks (bra roll (back)) and lower flanks on (B)(6) 2016 using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment on (B)(6) 2016. Diagnosed on (B)(6) 2017 to the flanks. Pah described as increased adipose to bilateral upper posterior flanks and bilateral lower posterior flanks after coolsculpting. Both upper and lower posterior flanks feel firm and have increased adipose tissue. The adipose feels more firm than the surrounding tissue and it is in the shape of the applicator.